Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was not capturing and the patient was not feeling well. More information is pending. No adverse patient effects were reported.